Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken at 250mm from distal end of strain relief and several kinks on the hypotube shaft were also noted. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the first obtuse marginal branch. A 20 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during introduction, the catheter broke in its proximal third while driving to the vessel. The device was removed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the first obtuse marginal branch. A 20 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during introduction, the catheter broke in its proximal third while driving to the vessel. The device was removed. No patient complications were reported and the patient's status was stable.